Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint of "system error 3 and high pressure alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The medwatch report states, "patient's (intra-aortic balloon pump) began alarming for high pressure alarms (around three separate instances over the course of an hour) causing the pump to shut off and need to be manually restarted. The patient was repositioned to be as flat as possible each time and the line was inspected to ensure there was not kinking or bending present. The (intra-aortic balloon pump) console then alarmed "system error 3, pump/valve controller error" and shut off again. The line and patient were again inspected with no changes found and the pump was restarted as per the instructions on the console window. The alarm happened two more times with the pump being restarted by staff before the engineer arrived and had to switch out the console. The effected console was taken away by the (intra-aortic balloon pump) engineer." At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
The medwatch report states, "patient's (intra-aortic balloon pump) began alarming for high pressure alarms (around three separate instances over the course of an hour) causing the pump to shut off and need to be manually restarted. The patient was repositioned to be as flat as possible each time and the line was inspected to ensure there was not kinking or bending present. The (intra-aortic balloon pump) console then alarmed "system error 3, pump/valve controller error" and shut off again. The line and patient were again inspected with no changes found and the pump was restarted as per the instructions on the console window. The alarm happened two more times with the pump being restarted by staff before the engineer arrived and had to switch out the console. The effected console was taken away by the (intra-aortic balloon pump) engineer." At the time of this report, the customer has not returned our requests for additional information.